Event description:
Display was damaged. The nurse mentioned that the pt was in the hosp 3 days. She did not have any further info about the incident. There is no info on the reading on the lfs meter or the reading in the hosp. The test strip holder was missing. Customer service sent the pt a replacement meter.